Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this pacemaker system experienced infection. Subsequently, the patient underwent antibiotic treatment, and this pacemaker was eventually explanted and replaced. No additional adverse patient effects were reported.